Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of light sensitivity at sixteen days post lasik treatment. Reporter indicated light sensitivity increased after patient discontinued topical steroid eye drop post operative protocol. Patient noted light sensitivity in both eyes. Reporter indicated patient ocular health was within normal limits, and was placed on a different topical steroid eye drop dosage. Patient is to continue to be monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated the patient issue has not resolved, and patient was placed on an additional tapered dosage of topical steroid eye drops. Monitoring of patient will continue.